Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large volume folfusor underinfused. At the end of the expected therapy time, only a third of the therapy solution had infused. The device was filled with piperacillin/tazobactam 13.5g, citrate buffer, and sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This lot was manufactured from (B)(4) 2017 to (B)(4) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.